Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high and unstable pacing thresholds and high impedance. Pacing thresholds and impedance were indicated to have risen sharply over the month before replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.